Event description:
The procedure was a total knee replacement. There was a burn to the leg, 1c by 1/2c, broken skin, considered superficial. The electrosurgical pencil was activating and continued to activate when it was put in the holster, and they could hear a clicking sound.